Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. Concomitant medical products: 1mtec30 cartridge, lot unknown; platinum injector, model and lot unknown. (B)(6). Device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the zcb00 tecnis monofocal iol (intraocular lens) was noticed to be damaged/cracked/marked after insertion into the patient's eye. As the damage was on the periphery, the surgeon decided to leave the lens implanted. No patient injury and no surgical intervention was planned or performed. Additional information was received and it was revealed that the lens was loaded in the 1mtec30 cartridge without complications, but when the lens was pushed through the cartridge by the plunger, it got a crack/mark on the edge. Reportedly, the surgeon did not see or feel anything different, and noticed the damage only when the lens unfolded in the patient¿s eye. No further information was provided.